Manufacturer narrative:
Product event summary: a secondary inspection of the mapping catheter took place. The visual inspection of the mapping catheter showed damage on the loop, and an electrode was observed to be bent. Performance testing for signal issues was not able to be performed due these anomalies. During visual inspection, a kink was also observed on the mapping catheter loop. A device history review was performed, and the identified malfunction was attributed to device use/operational context. In conclusion, the reported mapping catheter kink was confirmed through testing. The mapping catheter failed the returned product inspection due to a kink, damage, and a bent electrode on the loop. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the mapping catheter 990063-020 with lot number 221237784 was returned and analyzed. The mapping catheter passed the compatibility test without any anomalies. The catheter passed the visual inspection as per specification. In conclusion, the loop kink could not be confirmed through analysis. The mapping catheter passed the returned product inspection. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the electrocardiogram (ECG) could not be displayed after it was inserted into the patient. The mapping catheter cable was reconnected and replaced, but the issue persisted. The mapping catheter was then taken out of the patient and a bend was noted on the loop. The mapping catheter was then replaced which resolved the issues. The case was completed with cryo. No patient complications have been reported as a result of this event.